Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows atrial undersensing observed at max sensitivity automatic gain control (agc) at 0.15mv (millivolts). Programming was updated to increase ventricular pacing burden during atrial tachy response (atr). At this time, the device and lead remain in service. No adverse patient effects were reported.